Event description:
It was reported by the nurse that during a procedure the laser fiber was taken off standby to use. Inadvertently, the fiber burnt the leg drape while under a wet towel. The fiber was replaced, and the procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified that the fiber was broken into two pieces. Microscopic inspection identified the tip was degraded and has burn marks on fiber jacket. The connector face also had slight burn marks. The reported event is confirmed. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The device instructions for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The investigation conclusion code assigned is cause traced to component failure which indicates there was an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported by the nurse that during a procedure the laser fiber was taken off standby to use. Inadvertently, the fiber burnt the leg drape while under a wet tower. The fiber was replaced, and the procedure was completed with another device. There was no patient harm.